Manufacturer narrative:
No error alarms were noted. The insulin pump passed the self test and reset error test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer changed out the site several times. Pump seems to have reset itself. Customer stated that there was no reservoir icon and times have reverted back. Customer stated that the pump was not giving proper insulin. Pump was alarming with a blacked out dot and customer just changed out the battery. Pump had an unexpected restart alarm and an external ram error alarm. Customer stated that the pump started counting down and then the screen went blank. Customer stated that the unexpected restart alarm is recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.